Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)/abnormal blood loss') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the vaginal haemorrhage and menorrhagia had resolved and the dyspareunia and pelvic pain outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-sep-2020: pfs received :patient's demographics updated, patient's aka name and height added.event: pain were added.event:abnormal bleeding (vaginal)/abnormal blood loss updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)/abnormal blood loss') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dyspareunia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)/abnormal blood loss') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: pfs was received. Event outcome for pelvic pain updated from unknown to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)/abnormal blood loss') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included urinary tract infection, urinary incontinence, drug allergy (ciprofloxacin (vomiting) sulfa antibiotics (headache) yaz [drospirenone-ethinyl estradiol) (B)(6) 2015, headache), pregnant, cough, sneezing, stress incontinence and nickel sensitivity. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved and the dyspareunia outcome was unknown. The reporter considered dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia), dyspareunia essure insertion date provided in pfs : (B)(6) 2012. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample. Most recent follow-up information incorporated above includes: on 28-apr-2021: fu 10 and fu 11 processed together. Pfs received. No new information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the vaginal haemorrhage and menorrhagia had resolved and the dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: plaintiff fact sheet received. Case was upgraded to serious incident. Reporter added. On (B)(6) 2015, she explanted essure. Injury event replaced with more specified event. New event abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), she did not undergo an essure confirmation test. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.